Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-647a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, partially erased red octagonal sign, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 104,944 joules and 17:42 minutes of use, ¿the metal cap has disconnected¿ was noted. The fiber was exchanged and the metal tip of second fiber is disconnected as it passes the teat of the fiber carrier at 235,122 joules and 36:35 minutes of use was noted. There is no information regarding how the procedure was completed. Patient outcome ¿ok¿ reported. There was no injury to the patient reported. This report is for second failed fiber.